Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported via patient indicated that she believed her device was defective. Patient felt shocking sensation coming up to her face rather than feeling it in her bladder. It was also in her hands and it was affecting her heart. Patient stated she has been wondering for the past week why she was tremoring. She now thinks it was her device causing it. Last night she thought she was having a stroke. She had numbness and tingling in her face. She realized it was her device. It was also affecting her heart. Patient stated she knows the rhythm of her 'pacemaker' and it was coordinated and consistent what she was feeling last night. The patient had no falls, no medical procedures lately. The stimulation was turned off but did not resolve the tremor sensation. The patient indicated that it was a sudden change in therapy/symptom. The patient indicator for use were for gastrointestinal/pelvic floor. No further complications were reported/anticipated.